Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the clip grasped and locked onto tissue; however, the clip would not release from the catheter to deploy. The clip was pulled out of the scope. Another resolution clip was used to complete the procedure. No patient complications resulted from this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4) for the reported event of clip failed to release from the catheter. The device was not returned; therefore, a technical analysis could not be performed. The review and analysis of all available information fails to indicate a root cause or probable root cause for the reported event. Therefore, the most probable root cause is undeterminable.